Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6). The customer¿s strips and meter were requested for return. The customer returned 2 vials of the affected lot number of test strips; the test strips and vials showed no defects. The returned test strips were measured in comparison with the current test strip master lot # 286 321 80 (recal). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 43%. Donor 2 hct: 52%. Testing results: donor #1: retention meter and master lot strips: 1.7 inr. Retention meter and customer strips: 1.6 inr (vial 1) and 1.7 inr (vial 2). Donor #2: retention meter and master lot strips: 2.4 inr. Retention meter and customer strips: 2.5 inr (vial 1) and 2.4 inr (vial 2). Returned customer material and retention material complies with specification. Relevant retention test strips (lot 330460) were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to an unknown "surgery meter." The meter result was 3.3 inr and the "surgery meter" result was 2.4 inr. The results were "minutes apart." The patient's therapeutic range is 3 -4 inr.